Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the fse identified that the image processing pc (ippc) was defective. The fse replaced the ippc and system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use at the time of the reported event. There was no report of harm. A philips field service engineer (fse) replaced the power module of the image processing pc and returned the device to use in good working order.